Manufacturer narrative:
Section d9 was updated to reflect date of returned product. The meter was provided for investigation and it was tested using retention strips and controls. Testing results (qc range level 1 = 30-60 mg/dl; level 2 = 261-353 mg/dl): level 1: 41 mg/dl, 41 mg/dl, 42 mg/dl. Level 2: 286 mg/dl, 278 mg/dl, 279 mg/dl. All results are within acceptable range. During the investigation, contamination was found within the meter's housing. No information was provided in the complaint case that would point to a cause for the result discrepancy. The returned test strips (7) were tested using glycolized blood and a retention meter. The test results were 105 mg/dl, 105 mg/dl, 104 mg/dl, 100 mg/dl, 99 mg/dl, 102 mg/dl, and 103 mg/dl. All testing with the returned strips produced acceptable results and no questionable results were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter serial number is unknown. The product was requested for investigation. However, the product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results for 3 patients from an accu-chek inform ii instrument compared to laboratory results using an atellica analyzer.

Manufacturer narrative:
The meter serial number is (B)(6).